Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the sterile packaging was broken and not sealed. A 135/10 renegade¿ hi-flo¿ was selected for use. During unpacking, the sterile package was opened and sterile water was then injected to the catheter; however, when the catheter was pulled out of the package, it was noted that the sterile packaging was broken and not sealed. The device did not enter the patient's body. No patient complications were reported.